Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap was sticking out. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The insulin pump was minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case reservoir tube window corners and missing the end cap sticker.